Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a promus element, mr, ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found evidence of damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a kink 17 cm distal from distal end of the strain relief. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22 feb 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side. The target lesion was located in the left circumflex artery. A non bsc guide catheter and guidewire were selected for use and the lesion was pre-dilated with a non bsc balloon catheter. A 3.00x20mm promus element drug-eluting stent was advanced but due the bends of the lesion the device failed to cross the lesion. The device was removed from the patient's body. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.